Event description:
It was reported that the customer had issues with four infusion sets. Some infusion sets would stick to the side of the serter and other infusion sets caused her to receive no delivery alarms. When she removed the infusion sets the cannulas were bent. Her blood glucose level was not reported. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).